Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in the late 80's. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised in 1996 to address poly wear and was revised again on (B) (6) 2010, to address poly wear and osteolysis.